Manufacturer narrative:
On 09/26/2016 the field service engineer (fse) found disconnected tubing at pinch valve pv44 that caused the leak. The fse replaced the tubing and the instrument ran without leaks. The diff motor was not working so it was replaced. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained diluent leak of about 30 ml from the coulter hmx hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.